Manufacturer narrative:
Continued e1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported, a right side intracapsular rupture. And rupture of device, during the use. ¿visualizing breast siliconomas in the cse and csi of the right breast, measuring 37.8 mm in diameter¿. And scattered calcifications of benign appearance and bilateral vascular. Device remains implanted.